Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Further review prompted a change in the device analysis results. Conclusion evaluation summary: (B)(4): analysis confirmed the initial report, the battery connector (stabilizer pin) was broken.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4): analysis confirmed the initial report, the battery connector (stabilizer pin) was broken.

Event description:
It was reported there was a broken battery stabilizer. The rf (radio frequency) generator was returned for repair. No patient involvement or complications were reported.